Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) level. Bg value not provided. Reportedly, customer ongoing decreased bgs that resulted in multiple hospitalizations. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
There is no evidence that the pump experienced a malfunction or failure. There were no continuous glucose monitor (cgm) values below 54 mg/dl and there were no blood glucose (bg) values entered into the pump that were below 54 mg/dl. The complaint could not be confirmed.